Event description:
Per the clinic, the patient experienced inflammation with discharging pus around the implant side; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2013; not december 19, 2013, as previously reported. This report is filed june 6, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.